Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority alarm 30176 (caution: max air exceeded) occurred on an amia automated pd system during peritoneal dialysis therapy. This event occurred during initial drain. The patient was connected at the time of the alarm. The patient stated there was air in the patient line, but the cause was not determined. The technical service representative explained the alarm. The patient would end therapy and completed therapy manually that night. There was no patient injury or medical intervention associated with this event. No additional information is available.